Event description:
It was observed that during the device evaluation, the laparoscope exhibited a broken magnet ring in the control section, and the laser light cable plug in the video cable section contained foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the broken magnet ring in the control section was cause traced to component failure and for the foreign material found in the laser light cable plug within the video cable section, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.